Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection: section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. The nozzle was also deformed. Other observations for the device: due to a pinhole on channel tube, water tightness is lost; due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; distal end rubber coating (a-rubber) has a chip; adhesive around light guide lens is peeled; universal cord has a wrinkle; and connecting tube and forceps elevator have a scratch. The user¿s complaint of air leak was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on reprocessing of the device: the device was not cleaned, disinfected, and sterilized before requesting repair as there was leakage found in the device from pinhole. The only reprocessing steps completed were bedside cleaning, air/water cleaning, and wiping the tip with gauze. When the foreign material adhered to the device is not known. It is not known if the device with the presence of foreign materiel was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the device for evaluation and repair of a forceps channel air leak through a pinhole occurring during reprocessing of the device. There is no patient involvement and no harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. The nozzle was also deformed. This medwatch is being submitted for the reportable issue of presence of foreign material clogging the device nozzle as observed during device evaluation.